Event description:
The initial reporter stated that while in the middle of a case, a reducer ring tandom blank cover fell from the ceiling. The cover did not hit anyone and the case was not interfered with in any way. There were no adverse consequences that occurred.

Manufacturer narrative:
Pt info not provided. Further attempts will be made to obtain this info. There is no expiration date that is established for this device. Device was evaluated in the field on july 29, 2009. Unk if the initial reporter is a health professional. Device manufactured date is unk at this point. Further attempts will be made for this info. Evaluation summary - the cause of this failure was likely the incorrect installation of the light/flat panel arm. This configuration was hung too high and was colliding with the tandem cover of the boom. This caused the blank plate to become dislodged. The cover that fell did not hit a pt or user. It is possible that if this would recur, that it would introduce non-sterile materials to the sterile field. This is not a single-use device.